Manufacturer narrative:
(B)(6) 2014 - the implant date was provided. Upon receipt, the ICD was visually inspected. Abrasion marks from the leads were detected on the ICD housing. The ICD was interrogated revealing the battery status mol1. The ICD was implanted for 55 months and 59 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the atrial, right ventricular as well as the far-field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - oversensing with inappropriate shocks was reported after 55 months of implant duration of the rv lead. The whole system was explanted. No other adverse patient side effects were reported. The implant date of this device was not reported.